Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-mar-26. It was reported that the catheter was tied off instead of explanted because the hcp only wanted to do one incision and didn't want to deal with a possible spinal headache from explanting the catheter.

Manufacturer narrative:
Correction: the returned pump was interrogated and as per the logs, bupivacaine with concentration 20.0 mg/ml was being administered at a dose rate of 0.120 mg/day as of (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the model 8596sc device revealed no non-significant anomaly; the catheter was received incomplete / in segments and met acceptable testing in the lab. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2018, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient experienced poor pain control. The date of the event was unknown. The patient felt that the therapy was not helpful for her and wanted the device removed. It was indicated that the catheter was patent so there was no issues with the catheter. Environmental/external/patient factors that may have led or contributed to the issue was unknown. The catheter was tied in the pump pocket and remained implanted. The pump was explanted and was not to be replaced. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the event. The pump was in possession of the company representative and was to be returned to the manufacturer. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but were unknown / would not be made available. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.